Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a ventricular perforation. It was reported that the patient had chest pain when the lead was stimulated by a programmer. Subsequently, a revision procedure was performed and this lead was explanted and replaced. No further complications have been reported.